Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred at the start of a routine hemodialysis treatment. A filter flush was performed, however, the alarm did not resolve. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned as requested by nxstage. The exact cause of the alarm cannot be determined. Venous pressure alarms at the start of treatment suggests that the root cause of the unrecoverable alarm was due to inadequate pt access blood flow. Facility staff has been notified. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.